Event description:
It was reported that a cartridge alarm 0 occurred. Customer reloaded the cartridge to resolve the issue. The customer's blood glucose level was 110 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.